Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2015-20461. It was reported, the patient experienced pain at her right side ribs (date of event unknown). A sjm representative tried reprogramming to no avail. CT scan taken revealed the right side lead had migrated. The patient underwent surgical intervention on (B)(6) 2015 where the right lead was repositioned which resolved the issue. It is unknown which lead is involved in the allegation. Therefore, all the suspected devices are being reported.